Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician alleged being aware of 3 syncope cases related to boston scientific pacemakers. The physician also alleged concerns regarding the battery performance. Attempts to obtain further information from the physician were unsuccessful. At this time, there is no information of corrective actions or additional adverse patient effects.